Event description:
Mic-key low profile gastrostomy feeding tube, lot # 340520 was placed in 2006 and had pinhole leak after 10 days. Replaced with mic-key low profile gastrostomy feeding tube, lot # 343272 one week later and had a pinhole leak after 11 days. In both incidences the tube came out during the night after feedings. Displacement of the tube lead to the stoma's closure. In each case the patient was taken to the hospital for metal dilation rods to be inserted to open the stoma. The balloon was filled at each hospital with 5 cc of saline. In each case the patient was released to go home. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations. Product incident documented in kimberly-clark.

Manufacturer narrative:
The "directions for use" state "precise balloon life cannot be predicted. Silicone balloons generally last from 1-8 months, but the life span of the balloon varies according to several factors. These factors may include medications, volume of water used to inflate the balloon, gastric ph and tube care." The devices were not returned for evaluation. A review of the device history records was performed for lots 340520 and 343272, and all product met specifications at the time of manufacture. Add'l lot# 343272.